Event description:
It was reported that during a balloon angioplasty treatment procedure, balloon rupture occurred. The 4 mm x 12-15 mm target lesion was located in the proximal right renal artery where selective catheterization was done by using a 4-fr non bsc peripheral hydrophilic catheter and a non bsc guiding catheter. Two attempts of balloon dilatation (system 0.014,300cm) were done. However, a 4.00 mm x 15 mm maverick balloon catheter was inflated within rated burst pressure but the balloon ruptured at 10 atmospheres and a 4 mm x12 mm maverick balloon catheter leaked during the procedure. The device was removed intact. The procedure was successfully completed with four attempts of balloon angioplasty at the origin and proximal right renal artery, using a 4 mm x 40 mm and 5 mm x 40 mm mustang balloon dilatation (system 0.035 145 cm) with about 30 seconds interval of balloon inflation. Maximum pressure during angioplasty was at 10 atmospheres.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).